Event description:
It was reported that during a lap colectomy, the acoustic stud broke off the device. There was not another device available, so the doctor completed the procedure using a bovi. There was no patient consequence.